Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an infection. No additional adverse patient effects were reported. The ra lead was explanted.